Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a broken processor and the imager was not visible. There were no reports of patient harm.

Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; e1; g3; h2; h3; h6 and h11 the device was not returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: socket connector that was in poor condition-s socket u; flat cables connecting to the connector are also sulfated-receptacle harness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a socket connector that was in poor condition-s socket u; flat cables connecting to the connector are also sulfated-receptacle harness. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.